Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that an upper limit error message was seen when patient tried to increase stimulation. It was also reported that patient had to catheterize and that the lack therapeutic effect. Patient also started that " 4 days ago starts well but finishes poorly/struggle to finish". No further complications were noted or anticipated.